Event description:
The customer reported that an infusion pump was sent home with a pt for a chemotherapy treatment and when the pt returned to the clinic there was no drug delivered. There was no injury involved in this event.